Event description:
It was reported that a patient has developed an infection at the eversense sensor insertion site. The patient had developed progressive swelling and redness days after the insertion. The patient was prescribed antibiotics and a second antibiotic treatment phase was successful in eradicating the infection. However, the sensor was explanted on (B)(6) 2018.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the device was not defective. The sterilization record for this lot of sensor was reviewed and the sensor was sterilized as per specifications. Potential for development of infection at the insertion site is a known and anticipated potential adverse effect.there is no remedial action/corrective action/preventive action/field safety corrective action required in this case as the device is not defective.the patient visited the clinic for medical attention. The physician removed the sensor and prescribed antibiotics.